Event description:
Received report of delay of vasopressor therapy related to pump malfunction. On may 25, 1998, when the nursing staff went to investigate a pump alarm, they experienced a burning plastic smell, alarm #64, and could not remove IV cartridge. The pt was on dopamine and during the failure, the pt's blood pressure dropped while the drips were being reprimed. No further information was available.